Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a navigation ring that did not respond. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) reported that the v60 ventilator had a navigation ring that did not respond. The fse then replaced the front bezel, and the issue was resolved.

Manufacturer narrative:
The suspected front bezel was returned to philips for failure investigation. The technician arrived at the conclusion that with the bezel containing the navigation ring installed onto the standard test bed (stb), it was noted that the navigation ring did not operate as expected. The product investigation lab (pil) technician performed a temporary installation of the printed circuit assembly (pca) portion of the navigation ring but verified that this did not fix the issue noted in the complaint. The pil technician verified that the nav ring issue is due to the portion of the navigation ring that is fitted into the bezel itself. The accept button did operate as expected. The technician also verified that the switch panel power assembly power on button and all led¿s (light emitting diode) associated with the switch panel power assembly of the front bezel operate as expected. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.